Event description:
It was reported that biomed troubleshooting calibration errors on the arctic sun device. (Serial# (B)(4), (serial# (B)(4). And (serial# (B)(4). As per follow up information received via email on 05dec2022, per biomed the device was getting calibration error 3 (pre-warm nominal flow error) actual 2300 lpm. Technician support and biomed determined the device had a failed circulation pump and possibly needed 2000 preventive maintenance service. Biomed stated that they would order pump and repair onsite. No patient involvement as it was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed troubleshooting calibration errors on the arctic sun device. (Serial# (B)(6)), (serial# (B)(6)) and (serial# (B)(6)). As per follow up information received via email on 05dec2022, per biomed the device was getting calibration error 3 (pre-warm nominal flow error) actual 2300 lpm. Technician support and biomed determined the device had a failed circulation pump and possibly needed 2000 preventive maintenance service. Biomed stated that they would order pump and repair onsite. No patient involvement as it was found during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.